Event description:
It was reported by the customer that a dexmedetomidine infusion had finished, however no alarm was given. Per the hospitals internal investigation: "in reviewing the dexmedetomidine pump channel history ((B)(6)) see kvo started @ 1424 and infusion restarted @1425 with vtbi 100 ml. Infusion was paused at 1505 and restarted @ 1507. Pump alarmed @ 1510 because the safety clamp was open and channel door was open. Pump stopped @ 1514. In reviewing the maintenance IV pump channel history ((B)(6)), infusion completed @ 1321 and started @ 1420. Infusion was paused @1505 and restarted @1507. Patient side occlusion alarm @ 1507. Pump restarted @1508 and stopped @ 1515." There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported by the customer that a dexmedetomidine infusion had finished, however no alarm was given. Per the hospitals internal investigation: "in reviewing the dexmedetomidine pump channel history ((B)(6)) see kvo started @ 1424 and infusion restarted @1425 with vtbi 100 ml. Infusion was paused at 1505 and restarted @ 1507. Pump alarmed @ 1510 because the safety clamp was open and channel door was open. Pump stopped @ 1514. In reviewing the maintenance IV pump channel history ((B)(6)), infusion completed @ 1321 and started @ 1420. Infusion was paused @1505 and restarted @1507. Patient side occlusion alarm @ 1507. Pump restarted @1508 and stopped @ 1515." There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.